Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the mcs tip cover was found to have tearing at the mouth at the distal end. The tears were axially aligned with the mcs tip cover and measured approximately 0.011 x 0.208 in length and a second tear measuring 0.015" x 0.159" in length. There are no signs of thermal damage present at the end of any tears. The tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. Additional findings not reported were also identified: the mcs tip cover was found to have multiple gouges on the proximal end. No material was found missing. A review of the submitted image was performed by the isi quality investigations engineer (qie). The qie identified a mouth tear on the clear silicone part at the distal end of the mcs tip cover accessory. No visible thermal damage was noted.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissor (mcs) instrument tip cover could be easily removed from the mcs instrument. The customer noticed damage to the mcs instrument. The procedure was completed with no report of patient injury.